Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported via sprinklr that the patient experienced an unknown sensor issue which occurred on an unspecified day after sensor insertion (location not specified). On approximately, on (B)(6) 2025, the patient reported having had a ¿seizure and cracked my skull¿ because of an unspecified issue with her cgm device. Attempts to reach the patient for further event clarification were unsuccessful. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.